Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped upon insertion. Another mynxgrip was used successfully to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The vcd was used in a diagnostic procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was little to no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the 1st stop. There was no visible damage to the distal end of the sheath after removal. Two devices were returned for analysis, a sterile 6/7f mynxgrip vcd (device a) and a non-sterile 6/7f mynxgrip vcd (device b). Per visual analysis of device a, the device showed that the shuttle was engaged to the black handle with the stopcock opened. In addition, the syringe was returned inside the packaging. Per visual analysis of device b, the device showed that the shuttle was engaged to the black handle with the stopcock opened. In addition, the syringe was returned attached to the device, no anomalies were observed. Per functional analysis, an inflation/deflation test was performed on the returned devices to ensure the balloon¿s functionality according to the instructions indicated in the IFU. For device a, there were no anomalies observed. For device b, the results revealed a leak in the balloon. Per microscopic analysis of device b, the balloon was inspected using a vision system to obtain a magnified image. The pin hole was confirmed. The product history record (phr) review of lot f2229403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned non-sterile device (device b); however, there were no anomalies noted with the sterile device (device a) that was also received for investigation. The exact cause of the pin hole found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (moderate tortuosity) and/or concomitant device factors (balloon popped upon insertion/lost pressure at the 1st stop) most likely contributed to the reported event since this type of rip is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analyses suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped upon insertion. Another mynxgrip was used successfully to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd used in a diagnostic procedure using an antegrade approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was little to no presence of pvd or calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the 1st stop. There was no visible damage to the distal end of the sheath after removal. The device is being returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229403 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.